Manufacturer narrative:
The pump was returned for evaluation and no damage was found to the guide wire repositioning unit (gwru). The introducer was not returned for evaluation. The root cause of the access site bleeding was unable to be determined without additional clinical details.

Manufacturer narrative:
Device was not returned by customer. The impella cp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) years old white female patient had impella cp pump inserted in the right femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). Overnight the patient developed a retroperitoneal bleeding as a result a covered stent was placed in the iliac along with one (1) unit of fresh frozen plasma (ffp) and three (3) units of packed red blood cells (prbcs) was administered.